Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the intellivue mx700 patient monitor. It is unknown if sound was still coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse patient or user event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx700 patient monitor and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse patient or user event was reported.

Manufacturer narrative:
Philips received a complaint on the intellivue mx700 patient monitor indicating that there was a speaker malfunction error. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was no sound. A remote service engineer (rse) determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The device remains at the customer site.